Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 218539 / 218596.

Event description:
It was reported that the patient was experiencing tenderness at the ipg, and lead sites and the device was causing more pain when in use. It was also noted that the device was non functional, wherein the ipg would no longer hold a charge. The patient underwent an explant procedure, and was doing well postoperatively. All device components were discarded.